Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested but not available. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of device or native vessel. The gore® excluder® aaa endoprosthesis instructions for use state that correct pre-treatment planning includes determining the accurate size of the patient¿s anatomy and the proper size of the endoprosthesis. According to the IFU, read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm and a right internal iliac aneurysm with gore excluder® aaa endoprostheses. It was reported that when the physician deployed the plc201000j/ (B)(4), the device unintentionally covered the left internal iliac artery. The physician made attempts to move the plc201000j proximally using a balloon catheter and the device was successfully pushed up, but the distal end of the device still landed on the iliac bifurcation and the blood flow into the left internal iliac artery was slightly blocked by the distal end of the device. No further attempts was made for this event. The ipsilateral leg of the rlt281216j was intentionally landed to the right external iliac artery covering the right internal iliac artery to treat the right internal iliac aneurysm. The procedure was finished with no endoleak and the patient tolerated the procedure. The physician stated the length of the treated area was short and it was difficult to deploy the plc201000j into the intended position.